Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. The safety release slider was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. Reportedly, the pt was moving throughout device deployment, which may have played a role in the outcome of the closure procedure. No adverse pt effects were reported. Though requested, no additional information was provided.